Manufacturer narrative:
(B)(4). Concomitant medical product: vanguard cr ilok femoral, catalog #: 183000, lot #: 799400; vanguard stabilized bearing, catalog #: 183422, lot #: 088870; biomet I-beam tray, catalog #: 141221, lot #: 673750; biomet arcom 3 peg/post patella, catalog #: 184762, lot #: 093650. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event: 0001822565-2018-07738, 0001822565-2018-07739, 0001822565-2018-07740, 0001822565-2018-07741. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted in patient.

Event description:
It was reported a patient underwent primary right total knee arthroplasty. Patient was noted to have blocked bowel requiring visit to ER where instability was noted.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to the limited information provided by customer. Device history record (DHR) was performed and no deviations found. Root cause cannot be determined. If any further information is found which would alter or change any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.